Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation, the device history was erased prior to return and the battery charge was at 27%. After resetting the coulomb counter, no errors were found. The clinical log contained no information. The returned surefire lithium batteries showed signs of depletion under load conditions. The device passed functional testing suggesting the device is operating as expected. The device was recertified and returned to the customer with new batteries. No trend is associated with reports of this type.